Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 500-600 mg/dl. The customer reported that an occlusion alarm occurred, and they changed pump supplies to address the issue. The customer mentioned that they had high ketones, however they did not discuss with their health care provider (hcp). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. And has not yet been released from the hospital. The customer could not remember the exact date they were released from the hospital, either on (B)(6) 2025. No additional information regarding this event was provided.